Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said the ins was not working. The patient was having an MRI on their foot and there is a plan to remove the ins after the foot is fixed. No further complications were reported/anticipated.